Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the electric dermatome had two tears in the cord. It occurred during testing, no harm reported. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On november 12, 2018, it was reported that the unit had two tears in the cord. The customer returned an electric dermatome device, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) five times as documented in the repair reports in livelink. The last repair was january 6, 2017 where it was reported that the device had insufficient power and the power cord assembly, power switch, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring were replaced. This is not a related issue. Product review of the electric dermatome on december 5, 2018 revealed that the calibration was out of specifications at the zero setting only. The device operated within motor speed specifications and it was confirmed that there were cuts to the power cord. The head and control bar were damaged and worn. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on december 5, 2018 which included replacement of the power cord assembly, power switch, bearings, seal and retaining ring, motor, o-ring, damaged head, damaged control bar, and calibration shaft. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that there were cuts to the power cord. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that there were cuts to the power cord. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.